Event description:
It was reported that the surgeon had to convert to traditional laparoscopy because the left eye of the console viewer failed. There was no reported injury. Isi followed up with the clinical sales director and obtained the following additional information: the issue occurred post anesthesia , less than 10 minutes into an endometriosis procedure. The vision issue contributed to the conversion and the event date was oct 3rd 2022. The patient has confirmed to be fine.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the endometriosis resection procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopy because the left eye of the console viewer failed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.